Event description:
Out of 33 brand new units seven have failed. Five of the seven have been repaired by the MFR and returned only to have the same malfunction again. The gasket on the cylinder fails and the piston stops pumping. There is an alarm but there is no time between the alarm and the interruption in therapy so that pts are suddenly left without oxygen. Due to back-up o2 units provided by the rptr, there have been no pt incidents, but it is feasible that anxiety over the malfunction could cause an exacerbation of their conditions. The MFR was informed by the rptr who states that the MFR reported only a 1% failure rate. The rptr doubts this as the failure rate among the 33 new devices is approximately 20%.